Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with two prodisc l devices at l4/5 and l5/s1 on (B)(6) 2025. After the implantation surgery, the patient was having nerve pain and it was found that the posterior aspect of the superior vertebral body broke off and dislodged at the l5/s1 level. On (B)(6) 2025 the surgeon removed the implant, replaced it with an anterior lumbar cage as well as completed posterior decompression and screw fixation at that level. A DHR review found no anomalies associated with this complaint. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The implant was not returned following removal surgery therefore no device evaluation could be completed. Pre-removal and post-removal imaging was provided. There were no anomalies identified during the complaint investigation. The removal was completed due to the vertebral body fracture. The submission is 2 of 3 devices involved in this event.

Event description:
A patient was implanted with two prodisc l devices at l4/5 and l5/s1 on (B)(6) 2025. After the implantation surgery, the patient was having nerve pain and it was found that the posterior aspect of the superior vertebral body broke off and dislodged at the l5/s1 level. On (B)(6) 2025 the surgeon removed the implant, replaced it with an anterior lumbar cage as well as completed posterior decompression and screw fixation at that level.